Event description:
Time; (B)(6) 2012, 5:56 am, blood glucose (mg/dl): 65; 6:28 am, 93; 12:31 pm, 337 - ate 72g carbs, bolus (u): 19.90; 3:14 pm, meter error 3; 3:15 pm, low (<70). The pt collapsed at school and was taken home by a friend. His mother gave him a shot of glucagon. At 3:24 pm, blood glucose (mg/dl): 29. He had a seizure and was taken to the emergency room. At 5:17 pm, meter error (by pdm); 5:18 pm, 76 (by pdm); 7:26 pm, 236 (by pdm); 7:26 pm, 89(by hospital meter); 7:36 pm, 231 (by pdm); 7:49 pm, 241 (by pdm); 7:49 pm, 160 (by hospital meter); 8:30 pm - he was released from the hospital; 9:01 pm, 266 (by pdm) - ate 60g carbs. The ER doctor felt the pdm was giving right amount of insulin but its bg meter was not reading bg level correctly.

Manufacturer narrative:
The product will not be returned for eval. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the pt's ER visit. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.